Event description:
Pt underwent generator replacement surgery due to infection. Explanting surgeon indicated that the generator was replaced because it was "not functioning" and that pseudocyst/infection was noted at the time of generator replacement surgery. Further follow-up with treating neurologist indicated that the pt had such great results with the vns therapy that she wanted to change the generator before there was a loss of seizure control. Device diagnostic testing was within normal limits, indicating proper device function and there were no reported clinical symptoms that would indicate approaching battery end of service. The infection was reportedly resolved. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of device and did not reveal any anomalies that would adversely effect device performance.